Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. An untrained user is not familiar with proper device insertion, deployment or management and may not be aware of the warnings, cautions or contraindications associated with use of the device. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of the moderately calcified right common femoral artery using a proglide device after an interventional neuro procedure. Reportedly, the suture was not present when the physician removed the plunger from the device body. Hemostasis was achieved with manual arterial compression. There were no adverse patient sequelae. The physician is reported as not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A cuff miss as reported can be influenced by, but is not limited to; manufacturing, patient anatomical conditions and user technique. During manufacturing, all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot is functionally deployed and destructively tested as part of lot release testing. Regarding anatomical conditions, the target vessel was reported as moderately calcified. A cuff miss can be caused by tissue being too thick and certain anatomical conditions (heavily calcified arteries, scar tissue, etc). Regarding user technique factors that can influence a cuff miss are, failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, changing the angle, rotating or rocking the device, not depressing the plunger to contact the body. Reportedly, the physician was not trained in the use of the proglide device. The proglide device instructions for use indicates under caution: this device should only be used by physicians (or other hc professionals authorized by or under the directions of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Based on the reported information and the manufacturing inspection criteria, a definitive cause of the cuff miss and associated patient effects could not be determined; however, the physician not being trained in the use of proglide device may have been a contributing factor. Review of the finished device history records did not reveal any relevant nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database did not reveal any indication of a lot specific product quality deficiency.